Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of es - drawer failure (notdetectedonbus) was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that the module control board had no indicator lights on. After testing the drawer controller, it was determined that only the module controller was defective. The fse replaced the module controller to resolve the issue. The system was tested by hta and confirmed to be functioning correctly with no issues. During dchu visual inspection: pn 151903-01: the unit revealed signs of thermal damage, specifically on component ic u300 and evidence of fluid ingress. No loose components or other anomalies were observed. During dchu testing: pn 151903-01: no further testing was performed due to evidence of thermal damage observed on ic u300 and evidence of fluid ingress. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as thermal damage to component u300 on the full height cubie pmc (pn: 151903-01) circuit board resulting from an electrical failure. This damage compromised the communication and control signals, preventing the drawer from being detected on the bus.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 6 not detected on bus. As per part investigation, it was determined that there was thermal damage observed on the component u300 of full height cubie pmc circuit board. There were no adverse events or injuries reported based on this event.